Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04993 it was reported that patient experienced pain at peripheral lead sites. No accidents, falls, trauma or weight fluctuations were reported. Surgical intervention was undertaken wherein both leads were explanted, replaced, and repositioned. Effective therapy restored post-op with no impedances.